Event description:
It was reported that when the patient presented for a routine follow up exam, intermittent undersensing was observed. The device will be replaced when eri is reached.

Manufacturer narrative:
(B)(4).